Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus systemic, migraine and appendectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles") and coital bleeding ("post coital bleeding"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy were performed via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, menstruation irregular and coital bleeding outcome was unknown. The reporter provided no causality assessment for coital bleeding, menorrhagia and menstruation irregular with essure. The reporter commented: it was reported that the incident occurred on (B)(6) 2018 but it was not clear if this was the date of removal or onset of events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles") and coital bleeding ("post coital bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, menstruation irregular and coital bleeding outcome was unknown. The reporter provided no causality assessment for coital bleeding, menorrhagia and menstruation irregular with essure. The reporter commented: it was reported that the incident occurred on -(B)(6) 2018 but it was not clear if this was the date of removal or onset of events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.